Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi others. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.